Manufacturer narrative:
(B)(4). Date sent: 3/29/2016 information was not provided by the contact. Batch # (B)(4) the device was received with the upper jaw detached returned. In addition, the I blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, blade broke off and it could be removed. The piece will be returned with the device. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. (B)(4).